Manufacturer narrative:
An event of the moderate paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted in a patient. It was noted on a post-implant echocardiogram, that the patient had a moderate paravalvular leak. There was no apparent hemodynamic compromise and because of the degree of the annular calcification, it was decided that no additional treatment/intervention was required. No patient consequence were reported. Subsequent to the previously filed report, additional information was received that a small flexnav delivery system was used to implant the 25mm navitor valve. The physician determined that there was appropriate calcification at the annulus in order to implant the navitor. The patient had calcification around the left ventricular outflow tract. It was determined via cardiac computed tomography that the patient had an annular dimension of 22.8mm, which was used for the sizing of the 25mm navitor valve. It was also noted that a pre-implant balloon aortic valvuloplasty was performed using an unknown 18mm balloon due to an unknown reason. It was noted that final valve implant depth was 4mm. There was no post-implant balloon aortic valvuloplasty. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no other clinical signs or symptoms reported. It was noted that the paravalvular leak around the annular area, decreased to a mild paravalvular leak on the 1 post-operative day. There is no intervention planned/required. There is no any allegation of malfunction against the 25mm navitor valve or procedure.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted in a patient. It was noted on a post-implant echocardiogram, that the patient had a moderate paravalvular leak. There was no apparent hemodynamic compromise and because of the degree of the annular calcification, it was decided that no additional treatment/intervention was required. No patient consequence were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.